Event description:
Upon review of this complaint from an investigation perspective, it is considered that the unknown locking cap, within this complaint, does not impact the reported event. The device involved in the reported event has already been reported. See report number 0009613350 - 2023 - 00585.

Manufacturer narrative:
Upon review of this complaint from an investigation perspective, it is considered that the unknown locking cap, within this complaint, does not impact the reported event. The device involved in the reported event has already been reported. See report number 0009613350 - 2023 - 00585. Given the above information, this product will now be considered an associated item.

Manufacturer narrative:
(B)(4). D10: g2 ¿ foreign ¿ china h3 ¿ device evaluation could not be performed as part and lot numbers are unknown. Also, device location is unknown. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2023 - 00585 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Ning-ze zhang, bo-lun liu, yi-chao luan (2023). Failure analysis of a locking compression plate with asymmetric holes and polyaxial screws. Journal of the mechanical behavior of biomedical materials, 138:105645. Http: doi: 10.1016/j.jmbbm.2022.105645. H3 other text : see h10 narrative.

Event description:
It was reported from a single case study journal article that a patient underwent open reduction internal fixation of a right femur fracture following a motor vehicle accident on an unknown date. The patient was doing well until the plate fractured approximately eight months postoperatively. The fracture occurred while going about normal daily activities without trauma or significant event. Nonunion of the bone was also evident on x-ray. Revision occurred on an unknown date where it was identified that the screw thread on the locking cap at the fracture hole was damaged and worn in some areas. All pieces were removed, and no further details were provided regarding the procedure. Attempts have been made and no further information has been provided.